Manufacturer narrative:
Additional information was received: bleeding occurred due to vessel rupture at the access site which was the right femoral artery. Per the physician, the delivery catheter system (dcs) was advanced forcefully against the vessel, for which the diameter was not large enough, during insertion and advancement. The dcs was inserted at a deep angle. Scattered calcification was present throughout the access site vessel path. Per the physician, the dcs caused the vessel rupture and bleeding. Relevant history was received and added. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted via the femoral artery and there was difficulty advancing. The minimum access vessel diameter was 5.95 millimeter (mm). The spine of the dcs was maneuvered and the dcs was able to be advanced. Following implant, two perclose closure devices were used. Bleeding occurred and was unable to be stopped. Subsequently, balloon angioplasty was used for hemostasis and a cutdown was performed. Vessel rupture occurred, and a suture was successfully used. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device was not returned for analysis and no procedural films were submitted for review. A device history review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Difficulty advancing the device through the access vessel is known to be related to procedural factors, user technique, and/or patient anatomy (ie. Angulation, calcification, tortuousity, etc.). It was indicated, per the physician, the vessel diameter was not large enough and there was calcification present throughout the access site vessel path. Based on this information, the most likely cause of the advancement difficulties was narrow and calcified patient anatomy. Per the physician, the device was advanced forcefully against the vessel and the device caused the vessel rupture and bleeding. Vascular access related complications, such as bleeding and rupture, are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (ie. Anatomy, comorbidities, etc.), and/or procedural effects (ie. Sheath used, user technique, puncture cut location, etc.). The IFU instructs "if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)". Based on the limited information available, the assignable root cause of the vascular complication cannot be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.